Event description:
It was reported that during an idiopathic ventricular tachycardia procedure, the patient's blood pressure dropped and a large pericardial effusion was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed on the patient. Approximately 200ml of fluid was extracted. The patient was in stable condition in the intensive-care unit.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions. The catheter was tested and it passed electrical, temperature and generator tests. Also a deflection test and irrigation test were performed and the catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.